Event description:
Boston scientific neurovascular became aware that during a procedure, the subject device prematurely deployed. No complications were reported to have occurred with the pt as a result of this event. A 3rd unit was used successfully.